Manufacturer narrative:
Add'l follow-up info rec'd on 03-dec-08: (B)(4) results were rec'd. A brr (batch record review) was performed without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female pt (B)(6) who rec'd poly-l-lactic acid (scupltra) for cosmetic reasons in (B)(6) 2008. Relevant medical history and concomitant medications were not reported. From (B)(6) 2008, the pt gradually developed six lumps in the chin area, midway border of mandible and corner of mouth. The doctor stated that pt only massaged her face 3-4 times a day for a few days and not weeks. The pt outcome was not reported. Corrective treatment, if any, was not reported. (B)(4). Reporter's causality: not specified. Addendum for follow-up info rec'd on 19-jan-09: the physician reports that this case involves a (B)(6) female pt who rec'd poly-l-lactic acid on (B)(6) 2008. Treatments: 5 ml water + 2 ml xylocaine injected into the right and left side of chin, batch 1a7020. On an unk date, after (B)(6) 2008, the pt developed 2-3 lumps which were 5 mm in diameter on the right and left side of her lower chin region. The event was reported to the physician on 29-nov-08. The reporter stated that the pt had failed to message regularly. The pt was advised to message the areas and was referred to a dermatologist. The event is ongoing. No relevant medical history was reported and the pt had not experienced similar event after treatment with poly-l-lactic acid or any other product. No histology or laboratory tests were performed. The causality assessment between the event and poly-l-lactic acid was reported as probable due to not massaging. No further info is expected.